Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, high capture thresholds and increasing pacing lead impedance were observed. Provocative testing and collecting the image of the lead were recommended. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was capped and replaced due to oversensing. The patient condition is normal.